Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hypoglycemia. No lot qualification record were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she "blacked out from being low." She was taken to the emergency room. She reported having blood glucose levels below 20 mg/dl, however, she doesn't know actual numbers because she does not remember the date of the event. She was given glucagon for treatment, and the pod was discarded at the hospital.